Event description:
It was reported that while the surgeon was injecting the cement into the femoral canal, the rear section of the cementing system fractured around the base when it is locked onto the gun. It was further reported that one large piece of the broken mixer fell into the surgical wound. However, no portion of the broken device was in the femoral canal, due to the explanation that the surgeon was retracting the tube when the mixer broke. It was reported that there was no need assessed at time of event occurrence for any radiographic studies, as there was just one large broken piece. The cement injection was completed with the device following "correction of the orientation of the mixer in the gun." There was no report of pt injury or further consequences associated with the event.

Manufacturer narrative:
The device will not be returned to the manufacturer, as the device was discarded by the customer. A follow up medwatch will be submitted once the investigation is complete.